Event description:
Ten minutes into tx, pt complained of chest pain and not feeling well. Tech noted air in venous line. Line clamped. Pt turned to left side. O2 administered. 911 called. Physician notified. Blood lines placed in recirculation and set up maintained pending evaluation.